Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level, as it remained within normal range. Technical support instructed the caller on how to press the button correctly and decided to replace the pump since the issue persisted. The customer agreed to put the pump into storage mode before returning it with a pre-paid label within 10 days.